Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 487 mg/dl and 98 mg/dl. Customer was feeling shaky with the reading of 487 mg/dl, and took the second reading of 98 mg/dl. She decided to retrieve and consume some orange juice. Customer felt better in 5-10 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.